Event description:
On (B)(6) 2014, the lay user/patient¿s daughter contacted lifescan (lfs) alleging a lancing device issue with her mother¿s one touch delica lancing device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the daughter on (B)(6) 2014. The reporter stated the alleged issue began on (B)(6) 2013 at 12:00 p.m. The patient manages her diabetes with oral medication (metformin, glyburide) and insulin (lantis, unknown dosage) and continued with her usual daily dose of medication in response to the alleged issue. The reporter stated, 24 hours after the alleged issue occurred, the patient developed symptoms of ¿shaky.¿ immediately after, the patient self-treated with a glucose tab. The daughter confirmed her mother began to feel better about 10 minutes, afterwards. The daughter mentioned that her mother recently had colon surgery and that she ¿wasn¿t sure¿ if that may have caused/contributed to the onset of symptoms. At the time of troubleshooting, the customer care advocate (cca) discovered that the patient was not using the correct lancets. The daughter stated that she was ¿having a hard time removing the cap¿ from the lancing device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.